Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 1.5j, pulse frequency 50hz and total laser energy 75w. It was reported that the fiber broke inside the patient body. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The fiber particles were retrieved from the patient body using graspers. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed the next day at discharge. The break was assessed by the study facility as related to the device. The patient began experiencing urinary incontinence on the procedure day (post procedure). The patient symptom was reported to be not serious, and no action was taken. The symptom was reported to be resolved three months post onset-symptom. The study facility assessed the symptom as possibly related to the holmium laser enucleation of the prostate procedure and possibly related to the device.

Manufacturer narrative:
The device is not available for analysis; therefore, physical analysis of the device cannot be performed, and the reported event could not be confirmed. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Boston scientific sales representative visited the facility and discovered that the physician was using an incompatible fiber stripper with the fiber. The fiber break occurred secondary to the striping methodology. A review of the device instruction for use (IFU) was completed. The IFU states, do not scrape the laser fiber with sharp instruments as damage may result. The laser fiber tip can also be shortened with a compatible tool. Do not bend fiber at sharp angles. Visible light seen leaking from the fiber indicates fiber damage. For tip cleaning, use care when removing the fiber from the scope to avoid contact with unsterile areas or tools, or damaging the fiber. The reported patient symptom is a known risk associated with this type of treatment and is noted as such in the device direction for use. Based on the investigation result, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Manufacturer narrative:
The device is not available for analysis; therefore, physical analysis of the device cannot be performed, and the reported event could not be confirmed. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Boston scientific sales representative visited the facility and discovered that the physician was using an incompatible fiber stripper with the fiber. The fiber break occurred secondary to the striping methodology. A review of the device instruction for use (IFU) was completed. The IFU states, do not scrape the laser fiber with sharp instruments as damage may result. The laser fiber tip can also be shortened with a compatible tool. Do not bend fiber at sharp angles. Visible light seen leaking from the fiber indicates fiber damage. For tip cleaning, use care when removing the fiber from the scope to avoid contact with unsterile areas or tools, or damaging the fiber. Based on the investigation result, an investigation conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 1.5j, pulse frequency 50hz and total laser energy 75w. It was reported that the fiber broke inside the patient body. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The fiber particles were retrieved from the patient body using graspers. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed the next day at discharge. The break was assessed by the study facility as related to the device.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 1.5j, pulse frequency 50hz and total laser energy 75w. It was reported that the fiber broke inside the patient body. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The fiber particles were retrieved from the patient body using graspers. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed the next day at discharge. The break was assessed by the study facility as related to the device.

Manufacturer narrative:
Medical review assessment indicates that the fiber break inside the patient could have led to serious injury. As per the hazard analysis (ha), a detached piece of fiber capable of being removed during the procedure with a retrieval device has associated harms of prolonged procedure and additional intervention. Following sections have been updated based on the review of the medical assessment: b1. Adverse event/product problem. B2. Outcomes attrib to adv event. H1. Type of reportable event. H6. Impact codes.

Event description:
The patient was enrolled in the benign prostatic hyperplasia (bph) study procedure. The console setting used for the procedure showed pulse length short, pulse energy 1.5j, pulse frequency 50hz and total laser energy 75w. It was reported that the fiber broke inside the patient body. A scalpel blade was used to manually strip the cladding away from the fiber core. The breakage occurred where the manual pressure was used to strip away the cladding. The fiber break occurred secondary to the striping methodology. The fiber particles were retrieved from the patient body using graspers. The break did not result in patient harm, inability to do the case, and did not require a second fiber. The procedure was completed with same fiber without patient complications. Post procedure, a urinary catheter was placed and removed the next day at discharge. The break was assessed by the study facility as related to the device.